Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger: product ID: 3391s-40, lot# v525595, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40 , serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3391s-40, lot# v525595, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4). The device was used for an off label indication. The indication the device was used for was depression.

Event description:
It was reported the patient was admitted to the emergency room with an overdose. The patient had drunk rubbing alcohol and other pharmacy items. They attempted to turn the implantable neurostimulators (ins) off to monitor the EKG. The ins's were implanted for depression and "the ins's must not be working." It was confirmed they were able to turn the ins's off and monitor the EKG. **please refer to manufacturer report #(B)(4) for information on the patient's concomitant system.